Event description:
Healthcare professional reports left side textured to smooth exchange and "intracapsular rupture." Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: a visual analysis of the returned device identified deformation, yellow/brown particles on the shell and fold/creases. Based on the device analysis the final assessment is: no issues found related with the manufacturing. Reason for reoperation: textured to smooth implant exchange.

Event description:
Healthcare professional reports left side textured to smooth exchange and "intracapsular rupture." Device has been explanted.